Event description:
The customer reported that when telepacks/ECG leads are cleaned and reused along with a panorama central station, the patient tile at the central alternates between a 3-lead and 5-lead view. No patient injury was reported.

Manufacturer narrative:
No medwatch was generated at the time the complaint was opened in 2006, since the customer's report was considered a cleaning issue and it appeared that they were not allowing the telepack to dry after cleaning. During investigation related to a current field correction, it was determined that this complaint may be related to the field correction and a medwatch is required. The exact incident date(s) are not know. Datascope identified a software anomaly that affects the panorama telepack. If an ECG cable, which has been damaged due to the ingress of liquid or by mechanical trauma, is utilized with a telepack, it may cause the telepack to rapidly switch between the 3-lead and 5-lead input modes. During the switching process, the digital heart rate displayed at the panorama will be frozen, and subsequent arrhythmia alarms will not be announced. This scenario will occur only if all of the following conditions exist: a damaged ECG cable is utilized and, a 5-lead cable is being used and the rl lead is disconnected from the patient. The anomaly can be corrected by attaching the rl lead to the patient, or removing the damaged ECG cable and replacing it with a new once. This scenario will not be immediately obvious to the clinician viewing the data at the central station. In the event that this anomaly was to present, the potential risk to the patient is largely based upon the deactivation of the arrhythmia alarms. The lack of an alarm may lead to a delay in diagnosis and ultimately delay treatment. Datascope has initiated a voluntary field correction to address this anomaly. The customer will receive new software that addresses this anomaly as part of the field correction. The FDA district office is being notified. A correction reporting number has not yet been assigned.